Manufacturer narrative:
As received, a partial distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. The reported events of high pacing lead impedance and loss of capture were not confirmed.

Event description:
During follow-up, increased pacing impedance and a loss of capture was observed on the left ventricular (lv) lead. The issue was resolved by explanting and replacing the lv lead. The patient was in stable condition and experienced no adverse health consequences.